Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 01.00181.480, head, lot # 2367399, item # 01.00214.054, cup, lot # 2344254. Report source: the event occurred in the (B)(6).

Event description:
It was reported that a patient underwent a revision surgery approximately 9 months post implantation due to infection. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Estimated occurrence rate = 7 ÷ 107306 = 0.00006523 or 0.00652% which is within the stated occurrence limit. The sales and complaint history searches are taken for 5 year limit due to low number of sales. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.